Manufacturer narrative:
(B)(6). Concomitant medical products: vanguard 360 femoral implant, cat#: 185287, lot#: 2861257; vanguard 360 revision system distal femoral augment with bolt, cat#: 185327, lot#: 560960; vanguard 360 revision system distal femoral augment with bolt, cat#: 185307, lot#: 751680; vanguard 360 revision system posterior augment with bolt, cat#: 185427, lot#: 079010; biomet splined knee system v2 with screw, cat#: 148308, lot#: 229040; biomet 360 offset adapter with screws, cat#: 185211, lot#: 023620; biomet 360 tibial tray locking bar and screw, cat#: 185204, lot#: 307940; biomet splined knee stem v2 with screw, cat#: 148293, lot#: 731490; biomet 360 offset adapter with screws, cat#: 185212, lot#: 649790; vanguard constrained tibial bearing, cat#: 183880, lot#: 146290. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05160; 0001825034-2017-05161; 0001825034-2017-05162; 0001825034-2017-05163; 0001825034-2017-05164; 0001825034-2017-05165; 0001825034-2017-05166; 0001825034-2017-05167; 0001825034-2017-05168. Product location unknown.

Event description:
It was reported that the patient had suffered from a nickel allergy and was subsequently revised. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.